Event description:
The customer reported liquid pooling at the wound site. The patient received a dressing change and maceration due to pooling. Antibiotics were needed for the wound maceration.

Manufacturer narrative:
It cannot be definitively concluded that the pump caused or contributed to the customer's issue. The product has not been returned to confirm the alleged malfunction. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Reported issues of liquid pooling/wound deterioration are under investigation in (B)(4). Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.